Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009; 407645 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent's right ventricular (rv) lead has shown increasing lead impedance and increasing pacing threshold. No action was taken, monitoring will continue, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.